Event description:
The customer reported the device failed to acquire ECG via pads. There was no report of adverse pt impact.

Manufacturer narrative:
The customer reported the device failed to acquire ECG via pads. There was no report of adverse pt impact. A philips field service engineer evaluated the device, but could not reproduce the reported symptom. The device passed all standard performance and verification testing and was returned to the customer for use. As of 02/26/2010, there have been no further calls related to this reported issue for this device. Based on the customer's report, we are considering this a malfunction, but we cannot determine the cause, since we did not duplicate the malfunction.